Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise and extracardiac stimulation. Physician suspected lead fracture. The lead was capped and replaced on (B)(4) 2023. The patient was stable.